Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother that the customer's insulin pump was exposed to water. Advised insulin pump would be replaced. No additional information is provided.